Event description:
In 2009, a doctor reported to kerr corporation that a patient returned with yellowish discolored restorations after a procedure using premise flowable composite on teeth #21, 22 and 28.

Manufacturer narrative:
The doctor reported that the patient was referred to a different office to replace the discolored restorations. The device history file of the lot number reported was reviewed and confirmed that the product was within release specifications. The actual device involved in this incident was not returned to kerr corporation for evaluation. Therefore, the retain sample was tested for appearance, color, depth of cure, fluorescence and ambient light tests and the results were found to be within specifications. Additionally, no similar incidents have been reported for the affected lot number. Please see the attached evaluation summary. This is the final report.